Event description:
It was reported that one patient with malignant breast tumor had a catheter placed on (B)(6) 2023. During routine maintenance on (B)(6) 2023, no blood could be drawn through the catheter. So x-ray was conducted, indicating the solo catheter was reputed at the scale of 15 cm. The ruptured portion moved to the lower extremity vein. With cooperation among the vascular access nursing clinic and the intervention department, the ruptured portion was withdrawn using a retrieval unit under dsa.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a break in the catheter is confirmed and was determined to be use related. One 4 fr s/l powerpicc solo was returned for evaluation. It was observed that the break in the catheter had characteristics of flexural fatigue such as rounded, polished fracture edges, a granular fracture surface, and an elliptical shape of the catheter. A secondary split was observed just proximal to the break in the catheter, and this split exhibited the same flexural fatigue characteristics. Flexural fatigue can occur from cyclic kinking of the catheter in a concentrated location along the catheter shaft, causing the material to wear, split, and/or break. Based on the length of time the catheter was inside the patient and because of the observed characteristics along the break site, the complaint of a ruptured catheter is confirmed and likely due to flexural fatigue of the catheter. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that one patient with malignant breast tumor had a catheter placed on (B)(6) 2023. During routine maintenance on september 19, no blood could be drawn through the catheter. So x-ray was conducted, indicating the solo catheter was reputed at the scale of 15 cm. The ruptured portion moved to the lower extremity vein. With cooperation among the vascular access nursing clinic and the intervention department, the ruptured portion was withdrawn using a retrieval unit under dsa.